Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established additional information : describe event or problem , FDA notified?, report source, report source other, if other specify, imdrf annex a, g, b, c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the device had an over infusion of oxytocin that was programmed to run at 2ml/hr. There was patient involvement and no harm. While bd representative was on site following event it was noted the device was preliminarily inspected and no visible defects were noted. Attempts to duplicate were unsuccessful. Education was provided during site visit regarding proper set loading, use of roller clamp and appropriate height of device while infusing. Received a copy of the customer's medwatch report from FDA which states, "alaris IV pump appeared to be bolusing with pitocin set at a rate of 2 miliunit/min. The IV line was not connected to the patient yet since we have seen bolus issues with this pump in the past and initiated a verification process before connecting to the patient."

Manufacturer narrative:
Omit : a23 - use of device problem (1670), g0200802 - software interface, b01 - testing of actual/suspected device, c23 - usage problem identified, d11 - cause traced to user. Additional information : imdrf annex a, g, b, c, d codes.

Event description:
It was reported that the device had an over infusion of oxytocin that was programmed to run at 2ml/hr. There was patient involvement and no harm. While bd representative was on site following event it was noted the device was preliminarily inspected and no visible defects were noted. Attempts to duplicate were unsuccessful. Education was provided during site visit regarding proper set loading, use of roller clamp and appropriate height of device while infusing. Received a copy of the customer's medwatch report from FDA which states, "alaris IV pump appeared to be bolusing with pitocin set at a rate of 2 miliunit/min. The IV line was not connected to the patient yet since we have seen bolus issues with this pump in the past and initiated a verification process before connecting to the patient."

Event description:
It was reported that the device had an over infusion of oxytocin that was programmed to un at 2ml/hr. There was patient involvement and no harm. While bd representative was on site following event it was noted the device was preliminarily inspected and no visible defects were noted. Attempts to duplicate were unsuccessful. Education was provided during site visit regarding proper set loading, use of roller clamp and appropriate height of device while infusing.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.